Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 450+ mg/dl. The customer was advised that the pump was not designed to be used with u500 and was advised to call his doctor. The customer was advised that the pump was not FDA approved with humalin u500. The customer declined to troubleshoot for high blood glucose readings.